Manufacturer narrative:
Block h6: device code a04 captures the reportable event of scratch at the end of the distal tip. Block h11: investigation results: the returned navigator device was analyzed, and a visual evaluation noted that the device returned in good conditions. During the inspection no damage on the tip was found. Microscopic examination was performed under high magnification, and it was not possible to see a scratch on the device. Based on the investigation results, boston scientific concludes that the reported event was not confirmed as it was not possible to identify any evidence of either the alleged malfunction or any defect on the device. The device history record review confirmed that the device met all manufacturing specifications prior to distribution and there were no manufacturing deviations. Based on analysis results, an investigation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a navigator access sheath device was about to be used in a retrograde intrarenal surgery (rirs) procedure. During preparation, they noticed a scratch at the end of the outer sheath's distal tip. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that a navigator access sheath device was about to be used in a retrograde intrarenal surgery (rirs) procedure. During preparation, they noticed a scratch at the end of the outer sheath's distal tip. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h2: additional information: block b5, block d7a and block h8. Block h6: device code a04 captures the reportable event of scratch at the end of the distal tip.

Manufacturer narrative:
Block h6: device code a04 captures the reportable event of scratch at the end of the distal tip.

Event description:
It was reported that a navigator access sheath device was used in a retrograde intrarenal surgery (rirs) procedure. Reportedly, they noticed a scratch at the end of the distal tip. The procedure was completed with another of the same device. No further information reported.